Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889, implanted: (B)(6) 2017, product type lead.

Event description:
Trial patient stated when he woke up, after the pain medicine wore off he noticed he was having pain at the end of the coccyx. Patient stated it was a constant pain and did not feel like a stim/buzzing pain. Patient was wondering if it was from the surgery or from the stim. The patient reported the pain was sudden. Patient was directed to contact hcp. Patient stated he felt a shooting pain yesterday and, he felt pain due to stimulation at the incision site. He brought stim down to 1.2 and immediately he felt pain go away. Additional information called a day later indicated that patient hasn't had a bowel movement (bm) in the last 48 hours of the evaluation. Patient was pleased with the evaluation so far; no changes took place. No further complications were reported/anticipated.